Event description:
Customer reported via phone call that the customers insulin pump froze and received a button error alarm. Customer stated that the insulin pump froze when attempting to bolus. Customer then replaced the batteries and received a button error alarm that they were unable to clear. Customer's blood glucose reading at the time of the call was 60 mg/dl and had treated with juice. Customer declined any further troubleshooting. Advised customer the device will be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.